Manufacturer narrative:
(B)(4)

Event description:
The surgeon implanted an icm115v4 implantable collamer lens on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to excessive vault. The lens was not exchanged.